Event description:
Md was trying to retrieve a ureteral stone with a uretheral balloon catheter. Sometime during the procedure the tip of the catheter balloon broke away from the rest of the catheter. Dr was unable to retrieve either the sleeve of the tip. Required surgical intervention to retrieve.